Event description:
It was reported that during the implant of the 34 mm evolut fx+ transcatheter aortic valve, an infold in the valve frame was noted during the first deployment attempt. However, the decision was made to implant the infolded valve because the patient was crashing. Immediately following valve deployment, a balloon dilation was performed using a 25 mm non-medtronic balloon (bard true), which resolved the infold. According to the reporter, a misload was not identified during loading and the patient's calcified anatomy contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product type: heart valves; product ID: l-evolutfx-34; product type: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed. It was unable to confirm or deny if there was a good load due to the quality of the image. There is possible evidence of a shadow or overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used and during the valve implant attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. As reported in the event the decision was made to implant the infolded valve due to stability of the patient. They then used a 25mm bard tru balloon to resolve the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.